Event description:
It was reported that during a cystectomy, the hand activation had no function and the footswitch did work. The display showed instrument error. Procedure completed with hf. No further information is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.